Manufacturer narrative:
A getinge field service technician was authorized for inspection and repair. The work was performed on 2020-11-09 and 2020-11-12. According to service report ID# 43513008 the log files were analyzed and the unit was inspected. No problem could be found. After inspection the preventive maintenance and a full calibration was performed. The equipment works to manufacture¿s specs, cleared for clinical use. Based on this the reported failure could not be confirmed. The most probable root cause is that the pump stopped as a bubble was detected. This is a normal behavior with an activated bubble intervention. The cause of the disposable error is when the disposable will be disconnected from the cardiohelp while the pump is running. Second cause could be when using another hls set without setting the pump to zero. No further failures could be confirmed according to the log files. Thus a failure related to the cardiohelp can be excluded. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).

Manufacturer narrative:
A getinge service technician was authorized for repair. The work was performed on 2020-11-09. According to service report ID#: (B)(4) the log files were exported. Since the unit is sequestered (not in use) a repair/ calibration was not performed until further information will become available.

Event description:
Complaint number: (B)(4). It was reported that during patient treatment the error message "arterial bubble detected" appeared, resulting in a pump stop. After restarting the pump the error message "no disposable detected" appeared. The status of the patient is stable, but he had to be hand cranked.